Event description:
Healthcare professional confirmed right side "grade 3/4 encapsulation." Device was explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: brown particle material on the shell, deformation. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported capsular contracture (baker grade unknown), lagging sensation going into the armpit. Has a wide frame the position of the implant was put in wrong, this led to depression and anxiety. One is lower than the other. Feels like it looks disgusting, it looks like had three kids. The device remains implanted at this stage. Right side.